Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during the coil embolization procedure, the coil broke, protruded and migrated out of the aneurysm. The physician used a guidewire to push the coil back into the aneurysm and procedure was completed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that during the coil embolization procedure, the coil broke, protruded and migrated out of the aneursym. The physician used a guidewire to push the coil back into the aneurysm and procedure was completed. There were no reported clinical consequences to the patient.